Event description:
The 'semi circle piece' of the distal tip broke off into the pt. X-ray confirmed the piece to be lodged in the soft tissue. The surgeon elected not to retrieve the broken piece since he felt that it would not become free floating in the joint. It was stated that the device was being used to grasp the suture within the soft tissue at the time of the break.